Event description:
It was reported that during the elective extraction and replacement of the right ventricular (rv) lead the physician noticed that there was some insulation damage to the lead that was not caused by the extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d154awg ICD, implanted: 2007-(B)(6). (B)(4).